Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Abbvie is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The events of ¿cervical spondylosis of vertebral artery type", "right thyroid cyst," ¿bilateral breast cysts,¿ and "gallbladder polyps.¿ deemed not device related, is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported injecting a patient in the perioral with juvéderm® volite¿. Ten months later, the patient experienced non-device related ¿cervical spondylosis of vertebral artery type" and was treated that month with vitamin c injection, vitamin b6 injection, potassium chloride injection (15%), thrombotic needle, betahistine hydrochloride injection, compound tianma honey ring glycopeptide tablets, traditional chinese medicine formula (linggui zhugan decoction), chinese herbal formula (xiaochaihu decoction combined with jupi zhuru decoction), metoclopramide needle, and flunarizine. The next day, the patient experienced non-device related ¿right thyroid cyst, ¿bilateral breast cysts,¿ gallbladder polyps.¿ the ¿cervical spondylosis of vertebral artery type¿ resolved 3 days later. The other events are ongoing.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, corrected, and/or changed data: c1, c3, d1, d4, h6.

Event description:
Healthcare professional reported injecting a patient in the perioral with juvéderm® volite¿. Ten months later, the patient experienced non-device related ¿cervical spondylosis of vertebral artery type" and was treated that month with vitamin c injection, vitamin b6 injection, potassium chloride injection (15%), thrombotic needle, betahistine hydrochloride injection, compound tianma honey ring glycopeptide tablets, traditional chinese medicine formula (linggui zhugan decoction), chinese herbal formula (xiaochaihu decoction combined with jupi zhuru decoction), metoclopramide needle, and flunarizine. The next day, the patient experienced non-device related ¿right thyroid cyst, ¿bilateral breast cysts,¿ gallbladder polyps.¿ the ¿cervical spondylosis of vertebral artery type¿ resolved 3 days later. The other events are ongoing.